Event description:
It was reported that the user received a ¿connect cgm or enter bg¿ prompt on the ilet bionic pancreas while using a dexcom g7 continuous glucose monitor (cgm) and was experiencing signal loss to the ilet; the user reentered the g7 sensor code during troubleshooting and sensor reconnected. No clinical signs, symptoms, or conditions were reported. Outcomes included continued use after education with no health impact. User support included guided troubleshooting and education for cgm pairing and connectivity. Investigation of this case revealed a loss of cgm signal to the ilet without evidence of device malfunction, consistent with known cgm-to-pump communication interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-system connectivity interruption related to cgm pairing or signal conditions.